Event description:
It was reported that the patient's device battery was not holding a charge during a local power outage. The patient's wife went out to rent a generator, but during that time the patient started experiencing shortness of breath. As a result, the patient was sent to the hospital and was admitted for 3 days.

Manufacturer narrative:
B3: date of event is estimated. As the device is not returned, no other information is available at this time to determine any other probable cause and/or the exact cause of the event. If the device is received an investigation will be conducted and a follow up will be submitted if required.